Event description:
This is a spontaneous report by a consumer with supplemental information by a physician from the (B)(4) of constipation and bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced constipation. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient developed bacterial peritonitis manifested by abdominal pain. On an unreported date, the patient began unspecified antibiotics. Dianeal pd2 unknown bag therapy was ongoing. The peritonitis was resolving. It was unknown whether the constipation resolved. The reporter believed the bacterial peritonitis was not related to dianeal pd2 unknown bag therapy, but rather to the constipation. The reporter did not provide an opinion of causality for the constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review will not be performed as the product code is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.